Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: reoperation due to early-onset seroma and impaired healing. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast augmentation revision with 300cc smooth mentor memorygel breast implant had experienced left-sided early-onset seroma and impaired healing postoperatively. Healthcare professional reported that the patient engaged in activity that exceeded the recommended level, and experienced swelling on the left side, a ¿fluid wave¿ was also noted. The swelling got worse and the breast was getting firm, as a result, the patient underwent surgical intervention on (B)(6) 2020. The patient underwent evacuation of seroma and repair of dermal flap dehiscence. As per the operative report, off-label use of the implant was noted.

Manufacturer narrative:
On 08-jul-2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As per the mre, device manufacture date and expiration date were added. Manufacturer¿s reference number: (B)(4).